Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate plus profile 275cc, catalog number 3502275, serial number (B)(4), lot number 6464108. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate plus profile 275cc breast implants and experienced deflation on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on 10/3/2018 indicates the device was removed and replaced on (B)(6) 2018 and the patient experienced capsular contracture baker grade iii. On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. Upon receipt by mentor, the device contained no fluid. Red, yellow and white material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases on the anterior view that extended to the posterior view. A rent was discovered within one of the creases on the anterior view measuring approximately 0.3 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red, yellow and white material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. With the information provided, the product evaluation team (pe) concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
Additional information received on 10/22/2018 indicated that the patient underwent bilateral removal and replacement with saline mentor smooth round moderate plus profile 225cc breast implants, catalog number 3502225, serial number (B)(4), lot number 760147(l) and serial number (B)(4), lot number 7569749 (r). Manufacturer¿s reference number: (B)(4).